Event description:
It was reported to boston scientific corporation that a capio slim was used during a colposuspension to the sacrospinous ligament procedure on (B)(6) 2015. According to the complainant, during preparation, the physician performed a functional test by pushing the plunger out of the device. The needle carrier was blocked in the funnel, a strong pull on the handle unblocked the carrier. The device was not used on the patient. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned capio slim device revealed that the cage was damaged. Functional evaluation revealed that the suture and the carrier could not be released due to the condition of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified lot. The damage found was probably due to device manipulation during preparation. Therefore, the most probable root cause classification is handling damage.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a colposuspension to the sacrospinous ligament procedure on (B)(6) 2015. According to the complainant, during preparation, the physician performed a functional test by pushing the plunger out of the device. The needle carrier was blocked in the funnel, a strong pull on the handle unblocked the carrier. The device was not used on the patient. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the complaint device evaluation, if there is any further relevant information from that review, a supplemental MDR will be filed.